Manufacturer narrative:
The insulin pump passed displacement test and self test. Pump error 63 confirmed in pump history with variable due cold solder joint at u1 keypad assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that hardware low level failure was occurred. Blood glucose was unknown. The insulin pump will be returned for analysis.